Event description:
A customer in (B)(6) notified biomérieux of discrepant results associated with vitek®2 gn test kit (reference (B)(4). The customer reported while running a quality control with atcc 33420 strain, vitek® 2 identified the strain as p. Houseri/penneri instead of p. Vulgaris. This was a quality control sample, there was no patient involved. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
A customer reported a misidentification of a proteus vulgaris qc strain as p. Houseri/penneri in association with the vitek® 2 gn test kit (reference 21341). The customer reported setting up a strain that was no more than 24 hours old and was obtained from microbiologics. No other information was provided. Without the strain, raw data, lab reports or lot number, it is not possible to further evaluate the cause of the misidentification. It should be noted that this p. Vulgaris strain is not a qc strain for the vitek 2 gn card.